Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, the atrial lead exhibited noise causing inappropriate mode switching episodes. Device was reprogrammed. The patient was stable throughout the event.